Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 5.4; second test inr = 2.0.

Manufacturer narrative:
Inratio precision data provided by end-user lot: ni. First test inr = 5.4, second test inr = 2.0, mean = 3.7, sd = 2.4, %cv = 64.9%. The %cv is greater than 20%. Per internal procedure, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time. Strip lot# was not provided. As a result, no further testing can be performed.